Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and high blood glucose level. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer was on auto mode. The current blood glucose level is 86 mg/dl. The customer treated low blood glucose value with glucose tablets. The customer was declined to troubleshoot for high blood glucose level. Based on customer¿s report customer does not allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump passed high pressure test. The insulin pump will not be returned for analysis.